Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurement and oversensed noise resulted to inappropriate shocks. High pacing threshold and low amplitude were also noted. A lead fracture was suspected. This lead was a part of an long is-1 terminal pin product advisory initially communicated on (B)(6) 1999. Additional information was received indicating that the lead fracture could not be determined. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.